Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6)2011, explanted: (B)(6) 2016, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6)2016, product type: lead.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had a surgery and ever since, the stimulation had aggravated that area. The patient was instructed by the physician to turn off the stimulator. No troubleshooting could be performed prior to explant of the system. The issue was not resolved at the time of the report, and the components of the system were explanted. The patient noted that the surgery that started the aggravation was not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.